Event description:
Patient was revised to address pain. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain. Doi (B)(6) 2009 - dor (B)(6) 2012 (left knee). The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.